Event description:
The caller alleged discrepant result when compared with the lab results reported as follows: date: 2008. Inratio: 4.0. Lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008. Inratio: 4.0. Lab: 3.5. Mean: 3.75. Confident limits: 2.2-5.3. As per internal procedure, the inratio and lab values are within the confident limits. The product will not be investigated.